Event description:
During a laparoscopy, at the end of the case when the surgeon was taking a final look around the abdomen, he found the white "o" ring lying in the pt. He removed it with a grasper and closed the ports. There was no consequence to the pt. 3/20/97 830 sales rep called and stated he picked up the instrument at the hospital and discovered the gasket which was recovered is clear, not white. It will be returned with the instrument.